Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that the device exhibited a downstream occlusion alarm. Upon inspection of the tubing, everything appeared normal with no bubbles. There was patient involvement, no patient injury was reported.